Event description:
Five minutes after the conclusion of a transfemoral cerebral angiography, with a 40-minute left internal carotid artery balloon test occlusion, the patient experienced slurred speech, right facial droop, and right arm weakness that lasted for 35 minutes. This resolved and the patient was monitored closely in the ICU (appropriate treatment rendered overnight). A subsequent CT scan completed minutes after the symptoms appeared showed interval appearance of air within the targeted area of the internal carotid artery aneurysm. The air dissipated on subsequent CT scans and the patient was discharged to home with her husband without need for additional services as a result of this event.what was the original intended procedure?intended procedure was a transfemoral cerebral angiography, with left internal carotid artery balloon test occlusion.device #1is this a laboratory device or laboratory test?no.